Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. (B)(6) bluetooth device pairing test: pass. Global transmitter final functional test passed. Performed share log review and a loss a connection is found in log. The customer's complaint was confirmed because a "loss of connection" gap was present in the log. The reported event of loss of connection was confirmed a root cause could not be determined.